Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: needle break. List any other products used with device: endostitch laparoscopic suturing device. Reason product not returned: product was discarded. No injury involved. Was the delay over 30 minutes: no. Unanticipated blood loss more than 250cc: no. Was the device used in pt: yes. Was there pt involvement: yes. Was there pt injury/hazard: no. Fell into cavity and retrieved immediately.